Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: dislodged stent compressed to vessel wall; requiring an additional stent to treat the perforation. Device issue: stent dislodgement. It was reported that a perforation was caused by another company's stent. A 3.5 x 16 graftmaster stent was attempted to be used to treat the perforation; however, the stent came off the balloon in the proximal lad. A 3.5 x 18 vision stent was deployed over the graftmaster, compressing it into the vessel. A 4.5 x 16 graftmaster was deployed proximal to seal the perforation. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments as per specifications. The device was not returned for investigation and therefore, no complaint root cause can be identified. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation.